Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer plans to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery and has been instructed by cts to put the pump into storage mode before returning it via a pre-paid label within 10 days.